Event description:
It was reported the battery died the day prior to the call.

Event description:
The patient experienced no stimulation sensation and believed her stimulation stopped working yesterday. She went to use the remote yesterday because she could not feel therapy and no lights came on. The remote light was the one that was on. She has experienced pain since yesterday and a loss of therapeutic effect. There was no known accident or incident related to this complaint. She was at home. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3487a-33, lot# j0349369v, implanted: (B)(6) 2004, product type: lead. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).